Event description:
Related to MFR report number: 2183959-2013-01068. It was reported that the patient had a monarc sling implanted on (B)(6) 2013. On (B)(6) 2013 the patient was seen in a follow up visit and complained of bilateral abdominal pain, with pain on the right side being worse than the left during vaginal palpitation. The physician believes this pain to be dyspareunia. Treatment options were to be discussed, with the recommendation that the mesh be cut where the band and pain could be felt. To date, the revision surgery has not been scheduled. No add'l pt complications were reported.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.